Event description:
It was reported that during an endovascular treatment of an aorta aneurysm, the stent allegedly failed to deploy. Reportedly, the stent could not be deployed with both, the big and the small deployment wheel and a snap was heard . Therefore, the delivery system was removed and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation. Based on the investigation of the delivery system returned the impossibility to deploy the stent completely is confirmed. A force transmitting component, the distal catheter segment inside the grip, was found broken. Therefore, the investigation is confirmed for the reported issues. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant instruction for use for this product, the potential issue was found addressed. Based on the instruction for use failure to deploy as well as high deployment forces are delivery system specific events that could be associated with clinical complications. Covered stent deployment procedure was found sufficiently described. E.g., the instruction for use states: "do not touch the distal catheter assembly (i.e., the dark brown catheter segment) during covered stent deployment since this may interfere with covered stent deployment and may lead to misplacement." And "make sure that the proximal covered stent end is positioned in a straight section of the vessel during deployment." Regarding preparation the instruction for use states that heparinized saline, 0.035 inch guidewire, introducer sheath with appropriate inner diameter and balloon angioplasty catheter for pre and/or post dilation are required materials. In addition: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." The reported use of the device during treatment of a evar represent an off label use. Based on the instruction for use supplied with this product, the covera plus vascular covered stent is indicated for the treatment of stenoses in the upper extremity venous outflow of patients dialyzing with an arterio-venous (av) access graft or fistula and for the treatment of atherosclerotic lesions in iliac and femoral arteries with a reference vessel diameter of 4.5 mm to 9 mm. The catalog number identified has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified. Expiry date: 01/2022.